Event description:
It was reported that during an pta procedure, an atherotome separation occurred. The lesion being treated was located in the multiple-stenosed, 60% calcified, moderately tortuous mid right superficial femoral artery (sfa). The small peripheral cutting balloon was inflated 5 times to a maximum of 10 atms. The physician encountered resistance when withdrawing the cutting balloon into the sheath, so he pulled "a little bit stronger." Another manufacturer's stent was then deployed. When the physician withdrew the sheath he noted an atherotome from the cutting balloon "stuck" in the end of the sheath. The procedure was completed with this device, and patient status was reported as 'good'.